Event description:
The customer alleged that during a power loss there was no alarm. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device and could not duplicate any fault nor find error codes that indicate a power loss. No parts were replaced. The svc history for the device is unremarkable regarding this issue. No alarm could not be verified. It was found though, that the facility contact stated that the facility did experience a brief power loss and flickering while having ten ventilators on a single circuit breaker. This could not be verified by the cse. The unit passed extended self testing. It is not verified that there was no alarm during a power loss, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.